Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: daily insulin delivery totals were reviewed from (B)(4) 2012 until the end of pump use on (B)(4) 2012. The history reflects the programmed basal rates. No alarms or pump conditions indicative of a pump malfunction were recorded in the black box or alarm history. The pump was tested on a 29-hour flow and found to be delivering within specifications. No insulin delivery or pump defects were observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, it was reported that the patient experienced blood glucose (bg) between 14mmol/l and 25mmol/l for over 24 hours. The patient was reported to have weakness, thirst, and feelings of being unwell. The reporter stated that the patient changed the infusion set and cartridge four times without improvement in bg, and then delivered insulin via injections. Bg was said to have returned to normal values within 4 hours without the need for medical intervention. The reporter reviewed the pump and supplies; the following findings were reported. The infusion set cannulas were not bent or kinked, the patient rotates infusion sites appropriately, and no scar tissue was present. Pump settings including time and date are correctly programmed. Basal and bolus history appeared to be accurate. No associated alarms in history. Prime history confirmed as appropriate. Insulin was within expiration date and no potency issues were noted. No changes in weight, diet, activity, stress or medication were reported. This complaint is being reported because the patient experienced signs and symptoms of a serious diabetic injury while using an insulin infusion pump. Although no defect or malfunction was discovered upon review, the pump is being returned to investigation and the patient was provided with a replacement pump. No further bg excursions have been reported.